Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's mother reported that the patient was admitted to the ICU because the lifevest was too tight on the patient. The patient was fitted with the largest-sized garment. It is unknown if the tight garment caused an injury. The patient received an ICD and ended use of the lifevest.